Event description:
Info regarding this incident was very vague. Customer did not have much info about lot # or date of incident. Ic therapist is currently at the customer site (10/31/06) and is still trying to understand what happened. Customer contacted customer support ctr to report the replacement bag going dry and air was sucked into the sys. Nurse could not return blood to pt - total blood loss is 155 cc, but pt is okay. The complaint of empty bags had been observed at the hosp and was thought to be a result of user error, therefore it was not reported initially as a complaint to gambro. The empty bag occurrence was only observed on the replacement scale. It was reconfirmed that no clinical consequence resulted from this empty bag event. The bags being used were prismasate. A gambro svc tech went on site for some training on the device and was advised that bags emptied without alarm on several machines. Empty bags without alarm were observed only once on this machine. The clinical investigation was conducted and it was hypothesized that scale movement was impeded because the fill port on the prismaflex was rubbing against the side wing of the machine. The customer was trained to rotate the bag so that the port doesn't touch the wing. The customer was also instructed to observe the amount of fluid remaining in the bag so that the port doesn't touch the wing. Additionally, the customer was told to observe fluid levels in the bags and to proactively change them before the bag empty alarm is enabled. The technical data files and any samples for this event are no longer available. There is no record that a gambro svc tech inspected the machine, however, the machine has been used subsequently, without further events reported. The exact date of the occurrence can only be approximated somewhere around two weeks before october 31, 2006.